Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level went down to 509 mg/dl. The customer was sick to their stomach and their heart felt like it was going to beat out their chest. The customer changed the infusion set. The act button was harder to press. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm. The insulin pump was received with no button response due to flattened act button keypad dome. Button keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify excessive no delivery due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.